Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
It was reported by crna that the pump was infusing at a faster rate than the one progammred. There was a discrepancy in the drops which was entering the drip chamber versus the ml/hr fluid rate set on the pump. This discrepancy with the drops dripping into the drip chamber instead of the ml/hr fluid rate set it happenned in two (2) different cases. Event 1: pump was programmed for a low dose infusion of propofol for procedure, after the case ended, patient had difficulty waking up for anesthestic medications (periods of apnea,difficult to arouse). Event #1 is reported under MDR #: 9610825-2024-00551. Event #2 is reported under MDR #: 9610825-2024-00568.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.